Event description:
Revision surgery 1.7 years after primary due to breakage of the ps screw. The head of the screw was explanted, the body of the screw, the tibial baseplate and the insert were not removed since they are stable.